Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange on (B)(6) 2014 and on (B)(6) 2015 were reported under medwatch MFR report #s 2916596-2014-01015 and 2916596-2015-02021, respectively. (B)(4). Approximate age of the device - 1 year. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was originally implanted with a left ventricular assist device (lvad) on (B)(6) 2012. A pump exchange was performed on 05/24/2014 due to the patient's clinical presentation of thrombus. The patient also has a history of multiple driveline infections. On (B)(6) 2015, a second pump exchange was performed after the patient experienced a punctate cerebellar hemorrhage, as the cerebellar hemorrhage was thought to be due to an embolic event associated with pump thrombus. On (B)(6) 2016, it was reported that the patient was admitted on an unspecified day the previous week due to deep venous thrombosis (dvt). A CT scan revealed that the patient was pregnant with twins. The patient was considering carrying the twins to term but needed to go home to think about it. During the night on (B)(6) 2016, the patient was readmitted to the emergency department with left sided weakness and a headache. The patient was diagnosed with a hemorrhagic stroke. A midline shift was present and the patient was intubated. Patient awoke the following morning and was responding to commands. It was reported that the pump was functioning as intended when the adverse event took place. No further information was provided.